Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection revealed that the vented spike was completely separated from the tubing. The reported condition was verified. The cause of the condition was determined to be an assembly issue. An inappropriate bonding method was used on the impacted junction. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a chemotherapy set became loose from the tubing. This occurred during setup, after an unspecified infusion bag had been spiked with the set. There was no patient involvement. No additional information is available.